Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was stated that the customer passed away in hospice care. The cause of death is not yet known. The caller stated that the customer passed from complications of the diabetes. The customer had kidney and heart disease, had a stroke, had infection. At this point, the caller requested to speak with at supervisor and stated that the death reporting process had nothing to do with the reason of their call; canceling future orders. The caller disconnected the call after this statement.